Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that the pump emitted an "empty cartridge" alarm 45 minutes after the filling a new cartridge with 200 units of insulin. There was reportedly no indication of leaking. Customer support (cs) reviewed the pump history with the patient and noted that the patient bolused at 9.57am 12.6 units of insulin and bolused again at 10:02am. It was noted at 10:02am and 10:03am, the patient primed 3.5 and 0.7 units. There were reportedly two "low cartridge" warnings noted in pump history at 9:57am and at 10:03am. The patient stated she received the first "low cartridge" warning at 9:57am and had confirmed the alarm but ignored it. The patient stated when she received the second warning at 10:03am, she changed the cartridge and filled it 200 units of insulin. The pump then reportedly emitted an "empty cartridge" alarm at 10:45am. The total daily reportedly added up to 86.312 in the pump bolus history. The patient stated that she did not notice anything unusual during the rewind/prime steps and she denied leaking during the load step. The patient reportedly did not bolus during the time period of missing insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history indicated that on (B)(4) 2013 a cartridge was inserted into the pump with 2 units in it; the black box showed that the pump alarmed for a low cartridge and empty cartridge after running the programmed basal delivery. During testing, a 100 unit cartridge was loaded successfully into the pump and the pump display the correct insulin remaining reading. The pump was exercised for 24 hours without issues. Periodic boluses were performed and were confirmed to be recorded in the pump history. The pump was opened and no internal damage was found.